Manufacturer narrative:
Results: other - root cause is undetermined. No device returned. No results available since no evaluation performed - device or procedural images not provided for review conclusion: unable to confirm complaint - device or procedural images not provided for review. Other - root cause is undetermined. (B)(4).

Manufacturer narrative:
Results: operational problem - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion. Conclusion: operational context caused or contributed to event - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion

Event description:
The physician was attempting to use a pacific xtreme pta balloon catheter to treat a lesion in the mid superficial femoral artery. The lesion exhibited 50% stenosis, was without calcification or tortuosity. Lesion diameter 8mm x 200mm length. The device was inspected and prepped prior to use with no issues noted. No excessive force used during delivery to the lesion, no resistance encountered advancing the device. During the first balloon inflation to 8 atm, the balloon could only partially inflate. The balloon appeared to have stuck to the catheter upon nominal inflation looking like an air bubble in the middle of the balloon. Physician tried deflating and re-inflating again to which the balloon appeared the same way. No other balloon/treatment was used as the results were acceptable. No patient injury or other clinical sequelae were reported.

Manufacturer narrative:
Evaluation summary: visual and tactile inspections were performed on the device; several kinks were noted on the shaft, however most likely to the return shipment. A portion of the balloon was found with several wrinkles, in a well-defined area. During the analysis it was possible to insert a 0 ,018¿¿ guide wire, without any problem. The device was first purged, and the wrinkles were evident in an area of the balloon. Inflating the balloon first at 2 bars, than at 4 bars, the wrinkles remained evident and the balloon profile resulted deformed. Increasing the pressure until nominal pressure no wrinkles or profile deformation was visible. The balloon was deflated and it was possible to see again the wrinkled area. No additional problems/damages were found in the tip and in any part of the device.